Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part number: 314.743, synthes lot number: h479824, supplier lot number: n/a, release to warehouse date: 19 jul 2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that during a routine incoming inspection of a loaner set, the reamer irrigator/aspirator (ria) drive shaft was observed to be broken. There were no patient and surgical involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: drive shaft-minimum 520mm length-for use with ria was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Dimensional inspection: document/specification review: no design issues or discrepancies were noted during the investigation. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device was observed to be broken. Thus, the complaint is confirmed. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set, the reamer irrigator / aspirator (ria) drive shaft was observed to be broken. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for one (1) drive shaft-minimum 520 mm length-for use with ria. This is report is 1 of 1 for (B)(4).